Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes underfilled. The following information was provided by the initial reporter: "it is reported customer is experiencing under filling. "